Event description:
It was reported that following implantation of a preloaded multifocal intraocular lens (iol), the patient was dissatisfied with visual outcomes, describing a more myopic result than expected, out-of-focus vision, a persistent central ¿smudge,¿ and halos and glare contributing to visual disturbance. An explant procedure was scheduled for (B)(6) 2026. Additional information indicated that the explant procedure was completed. No additional information was provided.

Manufacturer narrative:
Section d6b. If explanted, give date: unknown, information not provided. Section h6: health effect - clinical code: 2140 - glare surgical intervention required, 2140 - visual disturbance- dysphotopsia- requiring surgical intervention section h6: health effect - impact code: 4619 - halo vision- surgical intervention required, 4619 - glare surgical intervention required, 4619 - visual disturbance- dysphotopsia- requiring surgical intervention. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.